Manufacturer narrative:
(B)(4). Device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a pancreatoduodenectomy procedure, the clips of the device were formed as the arabic numeral 'eight' and the vessels were not clipped properly. There was 400ml of bleeding before it was controlled by using other products. No transfusion was used; the procedure was extended for half an hour. The post-op care did not change. The patient is in stable condition now.